Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 740660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included intramural leiomyoma of uterus and pelvic adhesions. Concomitant products included nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (endometrial ablation with novasure and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved, the depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown and the headache was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: one coil extending from the left tubal ostia, three coils extending from right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: a uterus, cervix and bilateral tubes: benign cervix. Predominantly denuded endometrium. Unremarkable myometrium. Benign bilateral fallopian tubes.. X-ray - on (B)(6) 2019: postoperative vaginal bleeding following genitourinary procedure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, menorrhagia, pelvic pain, vaginal bleeding and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event abnormal bleeding was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 740660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included intramural leiomyoma of uterus and pelvic adhesions. Concomitant products included nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (endometrial ablation with novasure and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved, the depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown and the headache was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: one coil extending from the left tubal ostia, three coils extending from right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: a uterus, cervix and bilateral tubes: benign cervix. Predominantly denuded endometrium. Unremarkable myometrium. Benign bilateral fallopian tubes.. X-ray - on (B)(6) 2019: postoperative vaginal bleeding following genitourinary procedure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, menorrhagia, pelvic pain, vaginal bleeding and dyspareunia. Lot number: 740660 manufacturing date: 2010/05 expiration date: 2013/05. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 740660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In march (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and headache was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: one coil extending from the left tubal ostia, three coils extending from right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 740660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included intramural leiomyoma of uterus and pelvic adhesions. Concomitant products included nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (endometrial ablation with novasure and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved, the depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown and the headache was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: one coil extending from the left tubal ostia, three coils extending from right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: a uterus, cervix and bilateral tubes: benign cervix. Predominantly denuded endometrium. Unremarkable myometrium. Benign bilateral fallopian tubes. X-ray - on (B)(6) 2019: postoperative vaginal bleeding following genitourinary procedure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, menorrhagia, pelvic pain, vaginal bleeding and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new event abnormal bleeding was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 740660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant medical products included nsaids, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and headache was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: one coil extending from the left tubal ostia, three coils extending from right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: pfs received. Essure lot number added. Product indication updated. Essure explant date added. Following events were added: pain, abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain / loss specify which one: weight gain and she did not undergo essure confirmation test. Event onset date were added. Event outcome added for: headaches, pain, abnormal bleeding (vaginal) and menorrhagia. Concomitant medications were added. Event medical device complication replaced with pelvic pain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.